Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, an occlusion alarm occurred. Customer changed the pump supplies to resolve the issue. Customer¿s blood glucose level ranged between 180-220mg/dl.